Event description:
Device returned in a large batch from medtronic returned goods. No oos or reason for explant enclosed. Lead fragments still attached to device, leads ad been cut.

Event description:
Device returned in a large batch from medtronic returned goods. No oos or reason for explant enclosed. Lead fragments still attached to device, leads ad been cut.